Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarm during a manual prime. Customer's blood glucose was 305 mg/dl. During troubleshooting, the customer stated insulin did not exit and the insulin pump still alarmed no delivery. Customer was advised to replace the infusion set and reservoir. No additional information provided.